Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, red particles in the surface of the shell, crease flat and opening. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, corrected and/or changed data: b.5, d.6b, d.9, g.1, h.3, h.6.

Event description:
Explanting physician reported rupture diagnosed by MRI and ultrasound and "possible alcl due to prosthesis and seroma". No procedure has been performed to diagnose alcl. The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
[Health effect - impact code]: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture diagnosed by MRI and ultrasound. The device has been explanted. This affected side is unknown.